Event description:
It was reported 7 bd¿ nestable sharps collectors had lids that would not stay closed. The following information was provided by the initial reporter, translated from (B)(6): the healthcare professional shuts the lid, which doesn't remain shut and is open after a while.

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 1105905. D.4. Medical device expiration date: na. H.4. Device manufacture date: 28-apr-2021. D.4. Medical device lot #: 1106904. D.4. Medical device expiration date: na. H.4. Device manufacture date: 28-apr-2021. D.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 05-apr-2022. Investigation: no product was returned by the customer. Photos representation was provided for the complaint. A complaint history check was performed by supplier. According to the DHR review process, the result showed there were no issues reported like lid will not shut issue during the manufacturing process of the lot numbers reported under this complaint (1105905, 1106904) under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like lid will not shut issue for the same part number throughout the last twelve months. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. According with this investigation, the pictures received are not clear enough to identify the failure experimented by the customer in order to determine the root cause of this issue, however in the report mentions that lid opens spontaneously after it is shut and bdj received used samples and confirmed that the lids were opening by themselves after a while.

Event description:
It was reported 7 bd¿ nestable sharps collectors had lids that would not stay closed. The following information was provided by the initial reporter, translated from japanese: the healthcare professional shuts the lid, which doesn't remain shut and is open after a while.